Manufacturer narrative:
Continuation of d10: 419688 lead implanted: (B)(6) 2010, w1tr01 crt-p implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was right atrial (ra) lead undersensing noted resulting in delays to atrial tachycardia/atrial fibrillation (at/af) detection and mode switch. It was also reported that the left ventricular (lv) lead impedance was decreasing gradually over time while lv thresholds were increasing over time. Additionally, it was reported that right ventricular (rv) lead thresholds were historically elevated with intermittent high threshold observations. It was noted that the patient had an atrial fibrillation (af) ablation around the time of the highest measured rv threshold and then rv thresholds appeared to have decreased slightly. The ra lead, rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. The device memory indicated diminished atrial sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.